Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "chemotherapy was in progress, there was a leakage of fluid from the connection between giving set and cannula from the qsyte needle free. Chemotherapy leaked onto patients skin and surrounding area. This has happened now with a total of 4 cannuals- I have asked customer to isolate the lot numbers from use until investigation."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/4/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used nexiva assembly with the two q-sytes attached to the y adapter and without the needle assembly. The nexiva assembly with the q-sytes attached was tested for leakage. Leakage was not observed. The q-sytes were then removed from the y adapter and tested for leakage in both the actuated and unactuated position. Leakage was observed in one of the units while tested in the unactuated position. The unit was microscopically inspected for damage to the top disk or the septum column. There were no visible signs of damage observed. The top and bottom body were then separated, and the bottom disk was inspected. Damage to the bottom disk was observed. This tear created a flow path from inside the q-syte into the space between the top body and septum column allowing for leakage to occur through the vent holes. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment between the reseat probe and device. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "chemotherapy was in progress, there was a leakage of fluid from the connection between giving set and cannula from the qsyte needle free. Chemotherapy leaked onto patients skin and surrounding area. This has happened now with a total of 4 cannuals- I have asked customer to isolate the lot numbers from use until investigation."